Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration (partial clip movement). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration appears to be related to a combination of challenging patient anatomy (long, redundant leaflets) and procedural conditions (difficult imaging). A cause for the reported poor imaging could not be conclusively determined. The reported mitral regurgitation is a cascading event of the migration. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. The procedure was discontinued, the final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient returned for a transthoracic ecocardiogram (tte) where it was determined that the patients mr increased to grade 4. The clip remained attached to both leaflets but it appeared that there may be less posterior leaflet insertion then when initially implanted. A secondary mitraclip procedure is being considered.